Event description:
It was reported that the insulin pump delivered an unprogrammed bolus. The blood glucose reading is 47 mg/dl. Customer treated with four glucose tablets. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.